Manufacturer narrative:
B3 date of event: article publish date used as event date is unknown. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. D6a: implant date was reported as march 2019 through may 2022. Literature citation: bonanni, bonanni m, frazzetto m, nardone a, meucci f, musto c, quaranta g, sacca s, bedogni f, maffeo d, ugo f, guarracini f, bocuzzi g, durante a, granatelli a, tumminello g, eusebio g, grasso c, de marco f, cortese b, mariani m and berti s (2024) gender differences in outcomes after left atrial appendage closure with watchman flx device: insights from the italian-flx registry. Front. Cardiovasc. Med. 11:1419018. Doi: 10.3389/fcvm.2024.1419018.

Event description:
Reported via journal article. It was reported that serious injuries occurred. Methods: this retrospective, multicenter study analyzed gender-specific outcomes in 650 patients who underwent left atrial appendage closure (laac) with the watchman flx closure device between march 2019 and may 2022, drawn from the italian-flx registry. Results: periprocedural complications included 2 patients who experienced a cerebral vascular accident, 1 patient who experienced a transient ischemic attack, 14 patients experiencing major bleeding, 8 patients experienced minor bleeding, and 2 patients experienced a pericardial effusion with cardiac tamponade. 2 patients were reported to have died periprocedural. The average follow-up time was 354 days. A total of 16 patients died of cardiovascular death. 9 cases of ischemic stroke were recorded, while 11 patients suffered from tia. 15 patients experienced major bleeding. A total of 29 patients experienced minor bleeding.